Event description:
The customer reported via phone call that she had the insulin pump during an MRI and it sucked up the battery life. Customer is now unable to rewind the pump. Customer stated that she forgot to disconnect from the pump. Customer was assisted in setting the time and date. Customer then received a motor error. Customer's blood glucose was 101 mg/dl at the time of the incident. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There was a motor error alarm noted during rewind due to the motor encoder out of phase. They were unable to perform a displacement test due to the motor error alarm. The insulin pump was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.